Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician was unable to confirm the allegation of misalignment in the responding position of the touchscreen. The pil technician reported the touchscreen flex circuit passed all resistance tests. Part analysis resulted in a no problem found conclusion. H11: d4 - product UDI #.

Event description:
Philips received a complaint reporting a misalignment of the touch position on the v60 ventilator touchscreen. The device was not in clinical use. The issue was identified during a periodic maintenance evaluation. There was no harm. A manufacturer's product support engineer (pse) evaluated the device and reported a failure in the touchscreen. There was misalignment in the responding position of touchscreen and therefore, buttons did not respond occasionally when pressed. The issue was not resolved with touchscreen calibration; therefore, the touchscreen was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6) medical center. Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).